Event description:
Caller reported that the t:slim x2 pump battery was not charging and the pump screen was dark and would not turn on. Due to the issue, the caller's blood glucose level exceeded 500 mg/dl, but the exact reading could not be verified. There was an adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.